Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ICD lost 15 months of longevity projection in 3 months. The device was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.